Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was accidentally pulled out during use due to tubing catching on something or pump falling which occurred on (B)(6) 2025, which resulted in elevated blood glucose (432 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.